Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported adverse event and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached a low of 20 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patients mother called the paramedics. When the pod was removed blood came out of the site. Patient was treated there at the house with intravenous therapy with saline.

Manufacturer narrative:
Customer reports hypoglycemia and bleeding event. No evidence of blood was found anywhere on the device. The formed needle and soft cannula were inspected under magnification. No issues were observed. The bottom housing vent was inspected and found to have been installed correctly with no issues or damages noted. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin.